Event description:
It was reported that the patient had an infection at the generator site. It was reported that the infection was caused by the patient's saliva and patient care. It was reported that cultures showed staph aureus. The surgeon relocated the generator to the right side of the patient's chest.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.